Event description:
Reference number: (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced a tape not sticking issue on the second day of insertion in the leg, on (B)(6) 2026. No further information is available.